Event description:
It was reported that during a da vinci-assisted surgical procedure, the cadiere forceps was found to have one of the 2 prongs fell into the patient while the instrument was inside the patient¿s body. The piece was retrieved. A similar backup da vinci instrument was used to continue with the case. The procedure was completed with no reported injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the instrument was inspected prior to use with no damage. All fragment(s) was retrieved with another grasper. No x-ray was performed to check for remaining fragments. The surgeon was unsure what caused the instrument to break or caused the fragment falling issue. Upon final removal of the instrument, the wrist was straightened. The instrument did not collide with any other instruments or other hard material during the surgical procedure. There was no patient injury.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the instrument involved with this complaint and completed the device evaluation. Failure analysis investigations replicated and confirmed the customer reported complaint "one of the 2 prongs fell off inside the patient". Failure analysis found the primary failure of broken grip tips to be related to the customer reported complaint. The instrument was found to have a broken grip at the grip base. A piece approximately 0.208" x 0.702" was found to be broken off. The broken piece was returned. The root cause of broken instrument grips tips is typically attributed to the misuse/mishandling, such as excess force applied to the instrument jaws.